Event description:
During an in-clinic follow-up, a lead dislodgement resulting in loss of capture and low sensing were observed on the right ventricular (rv) lead. A revision procedure was performed, and the rv lead was successfully repositioned to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.